Event description:
It was reported that a patient presented with dislodgement and cardiac perforation noted on the patient's right ventricular lead. This resulted in cardiac tamponade, which was drained. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequence's were reported.